Event description:
V. (Ventricular) undersensing possible: rv (right ventricular) sensitivity > 0.6 mv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).